Manufacturer narrative:
The product was not returned to the MFR. Therefore, an eval of the device performance was not possible, a review od the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the device was found to be broken during the surgery, and that it was replaced with a new device to complete the procedure. No injury to the pt was reported.